Event description:
It was reported that the device was explanted due to an unknown performance issue. No additional adverse I patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)